Event description:
During preparation for use of the device for a surgical procedure, the user observed an e0e and e0d alarm. The unit was not changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the component. The device was repaired at the customer site and the subject component was returned for eval. Eval found that the mixing valve, and the mixing valve o-ring were found to be out of specifications due to growth as a result of prolonged exposure to chlorinated water. The root cause of this reported complaint was attributed to component failure.